Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin (hcg), stat (short turn around time). The sample initially resulted as 7220 miu/ml and this value was reported outside of the laboratory. A physician questioned the initial result, so the sample was repeated on a different e601 analyzer on (B)(6) 2013. The sample repeated as >10000 miu/ml accompanied by a data flag which was then repeated with a dilution, resulting as 20545 miu/ml accompanied by a data flag. The value of 20545 miu/ml was believed to be correct. The patient was not adversely affected by the event. The hcg stat reagent lot number was 17011701 with an expiration date of 02/28/2014. The field service representative could not determine a cause. He checked probes and adjustments. He performed mechanism checks and checked all voltages and pressures. Preventive maintenance had also been performed on the analyzer on (B)(6). Performance testing was performed both on the service visit date and the preventive maintenance visit date, it was within specifications both times. All voltages and pressures are within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A general reagent issue could not be found. The patient was not adversely affected.